Event description:
A customer reported to olympus, the switch button one had an air leak and the suction button mounting part had an air leak while using evis lucera elite gastrointestinal videoscope. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of air leakage from the body control unit and switch key tops was not confirmed. The foreign material found in the nozzle could not be identified. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. It was also indicated the air/water nozzle was wiped with a lint-free cloth. The following additional findings were also noted: water tightness lost due to scratch on switch button one, shaved suction cylinder, bending angle in up directions does not meet the standard value, assorted scratches, discolorations, chips and cracks, wrinkle on the universal, shaved electrical contact of the endoscope connector, corrosion on the electrical contact of the scope connector, peeled adhesive around the objective lens, wrinkle on the connecting tube, peeled paint on the air water cylinder, play of up down know was out of standard value, shaved and peeled paint on the suction cylinder and corrosion on the air water cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. The operation manual (operation) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the spray valve function (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.